Manufacturer narrative:
(B)(4) evaluation statement: the reported event of multiple pump error messages could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was patient involvement.

Event description:
The customer reported the channel alarmed for ¿safety clamp off¿, ¿restart channel¿, and ¿occluded¿. When the channel was powered off and powered on, it continued to alarm. The channel was replaced. There was no report of patient harm. The facility¿s biomed evaluated channel control# (B)(4) and pump brain control # (B)(4). However, no fault was found with either device.